Event description:
Information received indicates the head end brake casters will not stay locked in brake.

Manufacturer narrative:
The technician found the screw broken off at the hex rod which prevented the casters from engaging into brake. The technician replaced the hex rod and screw to repair the stretcher.